Event description:
Had just finished using the disinfectant sprayer, placed it in the holder. The nozzle popped off of the hose about 30 seconds after putting in the holder. The disinfectant covered the uniform and the hair of the aide then onto the floor. There was no personnel injury.

Manufacturer narrative:
Per the operational and safety manual, daily safety checks are to be performed and parts that are worn do not function properly or do not meet the recommended safe operating levels must not be used until appropriate corrective action is completed. There is no history of the sprayer popping off of the hose. There is a history of sprayer mounts being broken by pulling out instead of lifting out. This would cause undue stress of the sprayer to hose connection. Rep of penner manufacturing and engineer called facility on 09/01/06, to try to determine if the hose came loose from the connector or the threads on the wand were stripped and came apart from the hose coupling. Spoke with maintenance and all agreed the hose came out of the coupling. There was also a crack on the wand two inches long through the threaded portion up towards the spray end. Conclusion, the hose was either assembled incorrectly from the vendor or more likely the wand was stressed by the indication of the crack and the plastic nipple inside the hose was broken allowing the disconnect. Manufacturing will monitor trends. The sprayer was installed a month earlier and worked properly.